Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0068 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a leak on one of the piccline 5f tracks. Action taken: catheter removal. No other information provided.